Event description:
The customer reported that insulin squirted our during the manual prime. The motor did not recognize the reservoir and the numbers didn't ramp up on the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk.